Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that during the call the patient mentioned that their implanting healthcare provider (hcp) told them that they thought they ¿hit a clumping of nerves in the spinal cord¿ when the ins was implanted. The patient added that this resulted in temporary paralysis after the ins surgery. The patient mentioned that the implanting healthcare provider (hcp) also though this triggered what the patient described as ¿nerve pain,¿ a burning type of pain. The patient stated that they had an MRI that showed the ¿clumping of nerves¿. The patient stated that the implanting healthcare provider (hcp) admitted to ¿hitting the clumping of nerves¿ and claimed that they forgot it was there. The patient stated that the implanting hcp was dismissed. The patient stated that they had been getting treated for the nerve pain, noting that their hcp added a new medication to the pump yesterday to help treat it. There were no out of box failures reported. The event occurred on (B)(6) 2018 when they were implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Additional review indicated this event actually involved an implantable infusion pump and was reported in manufacturer's report # 3004209178-2019-18427. Any additional received regarding the event will be provided as a supplemental report to that record. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.